Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) fiber optic line was malfunctioning while attached to patient. There was no harm or injury to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Additional contact information: (B)(6). E3 is unknown (initially it is submitted as "other healthcare professional"). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the cbl assy,fo sensor extension, fiber optic assy, exch cardiosave fiber optic assy,rohs and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.